Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The product was not returned for review. The device history records for product were reviewed and identified no deviations or anomalies. No lot number or part number was provided for the torque limitation attachment. This device is used for treatment. A complaint history review was conducted for part. The search identified zero additional complaints for the same lot and no complaints for this device were identified to have a same or a similar issue. The most likely cause of the reported issue cannot be concluded.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during removal of the plate, it was discovered the patient had an infection.